Manufacturer narrative:
1. The customer returned 1 video, 1 photo and 1 defective sample, the video shows: leakage at the extension tubing, the photo shows: the batch code is 3199637, the defective sample shows: there is an outside-in damage at the extension tubing, and the damage is about 8 mm away from the catheter hub, please see pr# (B)(4) for the photos. 2. DHR/bhr review(lot#3199637): 1)this batch of products were assembled at intima ii auto line 2 in august 2023, and packaged at r240 package line in august 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the extension tubing batch used in this batch of products is 3139902, review the raw material inspection records, no abnormalities. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the extension tubing. Please see attachment pr# (B)(4) for the test report. 4. In the process of product assembly, the conveying gripping jaws of the extension tubing in zone 6 may cause damage to this part of the extension tubing. 5. Action taken: the gripping jaws have been changed from nylon material to stainless steel material to avoid damage to the extension tubing due to wear and burr of the nylon gripping jaws. This action has been completed in november 2023. Please see pr# (B)(4) for the photo. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): there is an outside-in damage at the extension tubing of the returned sample, which may be caused by the abnormal gripping jaws in zone 6. The plant has taken action. This complaint is an individual case and the plant will continue to track and trend for this issue. H3 other text : see narrative.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm leaked at adapter tubing junction the following information was provided by the initial reporter; the nurse punctured the child with an indwelling needle, and after successful puncture, the infusion therapy found that the liquid medicine was oozing out of the extension tube, so the indwelling needle was removed and the child was punctured again.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.